Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on 04/09/2007 that the hub broke on the catheter. The customer is unsure which lot # the catheter is from, but they claim that the catheter had been placed less than three mos before the hub broke.